Event description:
The customer reported that the pt received a full thickness burn and blister at a grounding pad site on the inner right thigh. The area was immediately cleaned and irrigated, with jelonet and gauze dressing applied. The pt was referred to a burn unit. The customer reported that four pads were in use during the procedure.

Manufacturer narrative:
(B)(4). The incident grounding pad has not been returned for eval. Additional questions in regard to the incident have been asked. If the sample is received, or if additional info pertinent to the incident is obtained, a follow-up report will be submitted. The e7506 instructions for use warns that non-traditional procedures that utilize high current, long duty cycles, or both (for example: tissue lesioning, tissue ablation, tissue vaporization, and procedures in which conductive fluids such as saline or lactated ringer's solution are introduced into the surgical site for distention or to conduct the rf current) increase the risk of the excessive heating under a fully applied return electrode to the point of injuring the pt. Use of more than one return electrode may help mitigate the increased risk.